Event description:
In 1998 the rptr has just taken receipt of the power wheelchair. Rptr rode it into another room, bent down to pick up foot rest, blouse caught joystick. Chair threw rptr forward. Finally caught rptr's ankle and leg between wheels. Broke their ankle. Several weeks to recover. Problem: if a lawn mower has a cut off, when some one lifts off seat. Why not a device on these chairs to prevent this from happening.